Manufacturer narrative:
Clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the adverse event of death. Although the patient was connected to the liberty select cycler at the onset of the event, there is no allegation or objective evidence indicating a liberty select cycler product deficiency or malfunction caused or contributed to the patient¿s expiration. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, non-adherence is an important factor in determining the outcomes of pd therapy. However, given the absence of a discharge summary, cause of death, esrd death notification, and death certificate; the liberty select cycler cannot be excluded from having a possible causal or contributory role in the patient¿s expiration, as there is insufficient evidence to conclude the root cause of the event. Plant investigation: to date, no parts have been returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient passed away while connected to their liberty select cycler during a dwell cycle. It was reported that the cycler is available to be returned. Upon follow-up, the reported event was confirmed. The pdrn stated the patient¿s discharge summary, end-stage renal disease (esrd) death notification and/or death certificate are unavailable. As such, the cause of death is considered ¿unknown;¿ however, there is no allegation being levied against the liberty select cycler as having caused or contributed to the patient¿s expiration. The patient was reportedly non-complaint (well documented, however chart is closed) with almost every aspect of their care (e.g. Medications, treatment frequency, dietary/fluid restrictions). The patient was diagnosed with severe hypertension (family history) at a young age and has been non-compliant for many years. The patient knew the risks of their behavior and was repeatedly reeducated unsuccessfully.